Event description:
It was reported via clinic notes that a vns pt was having a slight increase in seizures, about 5-6 seizures per month. The pt's vns settings have been increased to output current=2.25ma and on time=14 seconds. Pt has been referred to surgeon for prophylactic generator replacement.